Manufacturer narrative:
The reported observation ¿unable to disable MRI mode¿ was confirmed. The root cause of the observation was due to the device being previously set to MRI mode. If a device is placed in MRI mode, the device will not bond or enter a session with any other device that had not been previously paired. If a previously paired/bonded programmer or controller has the bond deleted the implantable pulse generator (ipg) will no longer have the ability to bond as the device magnet is disable while the device is in MRI mode. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported observation ¿unable to disable MRI mode¿ was confirmed. The root cause of the observation was due to the device being previously set to MRI mode. If a device is placed in MRI mode, the device will not bond or enter a session with any other device that had not been previously paired. If a previously paired/bonded programmer or controller has the bond deleted the implantable pulse generator (ipg) will no longer have the ability to bond as the device magnet is disable while the device is in MRI mode.

Manufacturer narrative:
G3: this has been added as it was omitted in error in the previous report.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after ipg was set to MRI mode, patient was unable to disable this function. As such, ipg would not communicate with any external devices. Attempts made by an abbott representative using multiple clinician programmers (cp) to try to disable MRI mode and restore therapy were not successful. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.